Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device not functioning properly. During a revision surgical procedure, the physician confirmed that the pressure regulating balloon (prb) had herniated and migrated into the inguinal ring, failing to work. The prb was relocated to the proper position, and the cuff was downsized. All components of the device were explanted and replaced with a new aus. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4), UDI field (d4) concomitant product UDI for cuff is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of urinary incontinence, mechanical issue, migration, and sizing issue are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter aus experienced recurring urinary incontinence due to the device not functioning properly. During a revision surgical procedure, the physician confirmed that the pressure regulating balloon prb had herniated and migrated into the inguinal ring, failing to work. The prb was relocated to the proper position, and the cuff was downsized. All components of the device were explanted and replaced with a new aus. No further patient complications were reported.